Event description:
During a remote follow-up, an error message was observed on the device. The device parameters were reloaded to resolve the event. The patient was stable and will continue to be monitored.